Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the preparation for the procedure, valve priming was performed, however, the amount of solution discharge was not uniform during flushing. The device was not used and replaced with another one.